Event description:
It was reported that a burr became stuck on wire. A 330cm rotawire and wireclip torquer and a 1.5mm rotalink plus were selected for the percutaneous transluminal coronary angioplasty procedure. Vascular access was obtained via the left anterior descending artery (lad). The procedure was started using a non-bsc guiding catheter and the lesion was crossed with a non-bsc wire which was exchanged with a rotawire using an unspecified microcatheter. The rotalink plus was then loaded on the rotawire and the draw test was done. The rotalink plus was advanced and parked proximal to the lesion. When the pedal was activated to start the burr, the burr was not moving on the wire even after the advancer knob was moved. After multiple attempts the burr still did not move and the rota console stalled. Hence the entire assembly was pulled out from the patient with the burr stuck on the wire. The burr and the wire were successfully separated outside of the patient's body, but with some difficulty and resistance. The procedure was then completed using another rota wire & rotalink plus 1.25. No patient complications were reported. The patient's condition after the procedure was stable.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 04:27 pm CT. The report number is being corrected from: 2134265-2018-63985 to: 2134265-2018-62524.

Event description:
It was reported that a burr became stuck on wire. A 330cm rotawire and wireclip torquer and a 1.5mm rotalink plus were selected for the percutaneous transluminal coronary angioplasty procedure. Vascular access was obtained via the left anterior descending artery (lad). The procedure was started using a non-bsc guiding catheter and the lesion was crossed with a non-bsc wire which was exchanged with a rotawire using an unspecified microcatheter. The rotalink plus was then loaded on the rotawire and the draw test was done. The rotalink plus was advanced and parked proximal to the lesion. When the pedal was activated to start the burr, the burr was not moving on the wire even after the advancer knob was moved. After multiple attempts the burr still did not move and the rota console stalled. Hence the entire assembly was pulled out from the patient with the burr stuck on the wire. The burr and the wire were successfully separated outside of the patient's body, but with some difficulty and resistance. The procedure was then completed using another rota wire & rotalink plus 1.25. No patient complications were reported. The patient's condition after the procedure was stable. Device eval by manufacturer:returned product consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer. The advancer, handshake connections, coil, sheath, burr, and annulus were microscopically and visually examined. The coil is stretched. A test .009 rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Product analysis did not confirm the reported event. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn't able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded.